Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 60mm abdominal aortic aneurysm on an unknown date. It is reported that when the patient returned for follow up, it was observed that the aneurysm diameter increased due to a type iiib endoleak in the bifurcated stent graft. It is reported that the endoleak resolved with the addition of a stent graft. As per the physician the cause of the event is device damage. No additional clinical sequelae were provided and the patient is fine.